Event description:
It was reported that the patient had an inflatable penile prosthesis repositioned because the device would not stay inflated without manually deflating the device. The pump was removed and tested, and the device worked as intended. The device would not properly inflate due to the patient having a tight scar capsule around the pump, the pump was successfully repositioned.